Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. The target lesion was located in the moderate to severely tortuous, occluded right coronary artery (rca). The entire rca was predilated with a 2.50 x 20 mm voyager balloon to 12 atms for 20 seconds. A 3.50 x 24 mm taxus express2 drug eluting stent was placed in the proximal rca and a 3.00 x 12 mm taxus stent was placed in the distal rca. The physician wanted to place another 3.00 x 12 mm stent in the rca but the stent would not advance through the previously placed proximal stent. Upon removal of stent delivery system the stent stripped off the balloon. The stent was found between the previously placed proximal and distal stents and was pressed against the artery wall at 20 atms. Another coronary angiogram was performed the following day to treat the left anterior descending and circumflex arteries. The crushed stent appeared to be in good position during that procedure. No patient complications were reported. The patient's status is reported as 'satisfactory'/good'.